Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and ups. The system operates as intended

Event description:
The customer reported the x-ray tube was arcing and the system would not produce x-rays. No pt injury was reported.